Event description:
A report was received that during a post operation visit, the physician saw fluid at the ipg site. The patient had bumped up against the car door at ipg site. There was no infection. The physician cleaned it out the ipg site and the patient is reportedly doing well.

Event description:
A report was received that during a post operation visit the physician saw fluid at the ipg site. The patient had bumped up against the car door at ipg site. There was no infection. The physician cleaned it out the ipg site and the patient is reportedly doing well.